Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument was found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the physician applied too much torque on a tenaculum forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.